Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with a 200cc mentor memorygel breast implant and experienced left side breast mass postoperatively. It was reported that patient's surgeon found and removed a tumor and that she was having her implants exchanged at an unknown date due to one being smaller than the other. Side is unknown and reported product codes are different for each side, therefore the left side product information was selected as default for the impacted product of this complaint until further information becomes available.